Event description:
Additional information received from MFR on 05/28/1998: the packaging only for the device was received at this MFR's plant for evaluation. The actual device remains implanted in the pt. An examination of the tyvek bag, carrier tray and tray top was carried out. Visual evaluation (10x) of the tyvek bag and the transparent plastic lid cover portions of the packaging, did not show any missing/torn material or other discrepancies. The white plastic tray was found to have an 18mm slit in the material along the bottom section of the tray on one side. A 10x magnification device was used to examine the cut area. After a close inspection of the damage, there was no sign of any missing material. The cause of the reported problem has not been determined to be attributable to the device or the device packaging.